Manufacturer narrative:
Evaluation summary: the device history record was reviewed, no related non-conformities were identified. Unused parts from the suspect lot were returned from the customer. These parts were visually inspected no non-conformities or abnormalities were noted. A performance test was performed on the unused devices; all were found to meet manufacturer's specification. No failure detected and product within specification.

Event description:
User facility reported that the set was in use when the attached monitor showed changing values to the patient's blood pressure (decreased). Upon examination, the product tubing was found to have detached from the 3-way stopcock and blood was leaking. According to user facility, patient blood loss was estimated to be 300ml. No permanent adverse effects to patient or users reported.